Manufacturer narrative:
The device was evaluated and repaired in the field on august 30, 2017: the spade connector between the pcb and the isolation transformer was found to be loose. The wire was soldered to the pcb. The device was tested and verified to function according to manufacturer's specifications.

Event description:
It was reported that during testing "a popping noise" and "a burnt electrical smell like an electrical short circuit" were noted. "The emergency stop button also broke as the laser tech may have hit it too hard" and "laser now has no power" were further noted. The device was not in use for a procedure and there was no patient present or sedated at the time this issue was discovered.